Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. The customer stated that the alarm occurred 5 times a couple of hours after changing the set. The customer stated that the infusion set and reservoir were changed to supplies from a different lot and the issue was resolved. Blood glucose value is unknown.